Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer stated that the reservoir was occluded. Customer stated she did a complete change and got no delivery alarm during fill tubing process. Troubleshooting was done. Customer's blood glucose was 160 mg/dl. After changing the reservoir the insulin pump did not alarm no delivery during manual prime. The customer was advised to monitor the issue and to call back for any questions and issues. No further information provided.